Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system faults were single occurrences and could not be reproduced during in-house testing. There was no fault found with the returned device. The pneumatic block was replaced as a preventative action. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device pneumatic block was returned to the resmed design house for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 74, 191, and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system faults 191 and 218 were due to a faulty outlet flow sensor and the system fault 74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).